Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. . Initial reporter: (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/30/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 11/14/2015 with the following findings: a review of the pump¿s black box data showed no cs 064 call service alarms. The rewind, load, prime sequence was performed successfully and the pump was exercised for 24 hours with no alarms occurring. The pump case was opened and no evidence of corrosion or damage was observed on the motor flex connector. The complaint of a call service alarm issue was not duplicated during testing. (B)(4).